Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up a CT scan observed what appeared to be a possible distal type I endoleak from the contralateral limb (right iliac artery). No clinical sequelae were reported and the patient will continue to be monitored.

Event description:
Additional information was received. Per the physician, the cause of the distal type I endoleak was due to disease progression.

Manufacturer narrative:
(B)(4).